Event description:
The customer reported that he experienced high blood glucose of 305mg/dl and the insulin pump alarmed motor error. Troubleshooting was performed, and the drive support cap was flush. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.